Manufacturer narrative:
Manufacturer's investigation conclusion: no device analysis results are available because the device remains implanted. A review of the device history record was performed and ruled out the possibility of a manufacturing related issue causing or contributing to the reported complaint issue. Per the instructions for use, right heart catheterization is required for system baseline (mean pressure) calibration and may be needed to recalibrate the baseline (mean pressure) in order to continue to use the system.

Event description:
A right heart catheterization was performed to confirm the validity of the pressure sensor readings. The provider stated that the clinical assessment did not agree with cardiomems numbers being uploaded. The physician stated he believed the numbers were appropriate and accurate but still requested an adjustment by 5 mmhg. The sensor was recalibrated, and the mean was increased by 5.5 mmhg. Readings were observed under the manufacturer's patient care network database.